Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump was unable to test basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and broken belt clip slot.

Event description:
It was reported that the customer received a button error alarm on his insulin pump, after the customer was at the beach, caught in a lightning storm and got wet. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 46 mg/dl. Nothing further was reported.